Manufacturer narrative:
A field service engineer replaced the v60 gas delivery system to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that during testing, the device is measuring a low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer measured low tidal volumes during testing. Whisper swivel is in place, .25 test adapter is in use, and the air inlet filter was recently changed. The rse recommended to replace the gds assembly. The customer requests onsite service under contract. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the system was failing controls test and further testing resulted in failed air flow tests. Setting flow to 10 resulted in a maximum output of 240. Didn't find any blockage on either filter on v60.